Event description:
It was reported that the patient underwent a revision procedure to replace the implantable pulse generator ipg due to a failure to communicate with the remote control and clinician programmer. The patient was stable post procedure.

Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed this device upon receipt, and confirmed the ipg was able to link with the remote control and the clinician programmer, and measured the impedance normal. The device passed the functional test. Investigation conclusion: based on all available information, engineers concluded that the ipgs inability to communicate with the remote control and clinician programmer could not be confirmed by lab analysis of the device, as the device passed the functional test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a revision procedure to replace the implantable pulse generator ipg due to a failure to communicate with the remote control and clinician programmer. The patient was stable post procedure.